Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had a confirmed overdischarged battery. The patient reported that it was not helping that well for their back and so they stopped charging and using their device. The patient was scheduled for an appointment to perform a physician mode recharge (pmr) on (B)(6) 2016. Additional information from the manufacturer representative reported that the patient is having a battery replacement, but is not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.